Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised end user was being lifted to be weighed and bottom support bar bent about an inch or so over. Dealer advised end user did not fall on the floor cna's were able to get her into the bed before lift tipped completely over. Dealer advised no injury or harm.